Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump kept squirting out insulin while priming. It was stated that the customer had problems with the sticking buttons for over a month. It was also stated that the customer was not comfortable and requested a replacement of the insulin pump. No further info was provided.